Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed. It was noted that the patient was not pacer dependent. No intervention was performed. The patient was stable.